Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause and treatment were not reported. The patient visited the emergency room and was hospitalized due to the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The patient was trained on prevention of peritonitis. No additional information was provided as the reporter declined follow up.